Event description:
Guidant received information that this implantable cardioverter defibrillator (ICD) emitted beeping tones. Upon interrogation the device was found to be at elective replacement. The device was explanted with allegations of premature battery depletion.